Event description:
Numerous requests for additional information regarding this complaint were unsuccessful.

Event description:
During a pci treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured. Additional information regarding this complaint has been requested.